Manufacturer narrative:
One trabecular metal implant (tmmb13) was returned for investigation. Visual evaluation of the as returned product identified a fractured hex and bone residue around the external threads due to usage functional testing could not be performed since the product was fractured/damaged. Pre-existing condition noted on the per was moderate bone density ¿ type ii. The reported device had been placed on tooth #5 (unknown notation system) for approximately 1 year. X-ray image was not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (63529074). It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was completed for the subject lot number (63529074) and no other complaints about nonconforming products were identified. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the internal hex fractured resulting in failure of prosthesis and necessitating implant removal at tooth site # 5. Site grafted with barrier membrane. Patient to return for future implant replacement. As a result of this event, injury reported is due to implant removal/socket graft. Symptoms as a result of the event: none reported.